Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual inspection, the sample was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 450cc mentor memorygel breast implant experienced bilateral rupture post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the right breast prosthesis.